Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the operator found out the distal tip of the angio-seal body was kinked when they opened the package. They eventually continued the procedure with a new angio-seal. There was no blood loss.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation.. Based on the evaluation of the returned sample this report is now deemed not reportable. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube and polyfoil pouch. The device was visually inspected. The device appears to be in used condition as the carrier tube is removed from the polyfoil pouch. The polyfoil pouch is not opened fully from the arrow end. The bypass tube is detached from the carrier tube. No additional abnormalities or defects are noted on the carrier tube. One 8 fr angio-seal vip device was returned to terumo medical corporation. The bypass tube was detached from the returned carrier tube. Therefore, the complaint can be confirmed for bypass tube detachment. The exact root cause cannot be determined. The likely cause is the bypass tube was detached during unpackaging or handling of the device. A corrective action has been implemented for this issue. The device history record review determined the device was in a conforming state when released from terumo control.